Event description:
The customer reported that during a percutaneous transluminal coronary angioplasty procedure, there was an air leak at the manifold connection with the syringe. No further info was provided by the customer. No harm or injury was reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Eval, conclusions: a f/u report will be submitted when the eval has been completed.